Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted and replaced due to infection. Prior to the procedure to re-implant a new system, a blood test was done, and showed that there was no sign of systemic infection. The patient fully recovered, and no additional adverse patient effects were reported. This lead is not expected for return due to contamination from the infection.